Event description:
It was reported the patient "felt her leads had "shriveled up" to her implantable neurostimulator (ins) and she did not feel them in her back like she did after the ins was first implanted." It was also reported the patient suffered a stroke in (B)(6) 2012 which resulted in her having some memory issues. The patient could not remember how to charge her ins; she had tried but had not been successful. The patient had last recharged in (B)(6) 2012 and had not used her ins since. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).